Event description:
I had essure implanted (B)(6) of 2013. After essure, I was extremely bloated for years. I had severe cramping and bleeding during menstruation only after essure. However, I suffered from pains that would radiate all over even when I was not on my cycle. Since essure, my hair has fallen out, I had more discharge than usual. I've gained a massive amount of weight. I developed itch skin. Essure has so many awful side effects; I never even in my life suffered from migraines until I had essure implanted in me. Please warn consumers about this product; itchy skin, severe pain, migraines, vaginal discharge, painful intercourse, hair loss, extremely heavy bleeding.